Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. At 19cm from the strain relief, the hypotube was kinked. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen, and the balloon was loosely folded. The shaft of the device had a 6mm longitudinal tear in the inflation lumen, 39mm from the tip of the device. Product analysis confirmed the reported kink as the hypotube of the device was kinked. The reported no cross in the lesion cannot be confirmed as the clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on 04apr2022. It was reported that shaft kink and difficulty crossing lesion occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion and it was noted that the distal shaft was kinked. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed longitudinal tear in shaft inflation lumen.